Manufacturer narrative:
Immucor performed in-house testing on retention product with known jka-antigen positive and negative samples. Retention product performed as expected.

Event description:
A customer reported that a patient sample resulted as negative on 1 out of 3 antibody screening tests with capture-r ready-screen (4), lot k365.